Event description:
A report was received on 28 oct 2022 from the home therapy nurse (htn) of a 51-year-old female patient, approved for performing solo home hemodialysis therapy, with a medical history including diabetes and end stage renal disease; who stated that the patient expired during a home hemodialysis treatment on (B)(6) 2022. Additional information was received on 04 nov 2022 from the htn stating that the patient experienced a cardiac event during treatment that resulted in the patient's expiration. Although requested, additional information has not been provided.

Manufacturer narrative:
The device was not received for evaluation. All devices must meet all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).